Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting / does not charge battery pack) has been confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted and there was liquid contamination on the battery board. The cause of the resetting and inability to charge battery packs is the shorted transistor and contamination. The cause of the shorted transistor is the liquid contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was resetting and not properly charging the battery packs.